Event description:
The customer reported that after an rfa procedure, it was found that the pt was burned at the electrode insertion site. The doctor used an echo probe with a metallic attachment. The doctor indicated the attachment touched and damaged the electrode insulation when the electrode was removed halfway during insertion to change the angle of the echo and then reinserted. The burn was treated, but the type of treatment was not reported.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.